Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had another clogged infusion set. Customer also had a no delivery alarm during manual prime. Customer's blood glucose was 292 mg/dl at the time of the incident. Customer stated that he disconnected the set from his body and tried prime some insulin through but he received a no delivery alarm. Customer stated that he has about 8-9 sets out of a box of 10 that were clogged up. Customer stated that he treated by changing the set or reservoir and insulin. Customer then bolused with a pump and stated that it is working for now. Customer was advised that the sets would be replaced.